Manufacturer narrative:
The investigation determined that two lower than expected vitros na+ results were obtained from a non-vitros biorad quality control sample when processed on a vitros 5600 integrated system. The most likely assignable cause for the event was a suboptimal calibration. Although not confirmed, calibration fluid preparation and/ or fluid handling may have contributed to the event. There was no evidence to suggest that the vitros na+ reagent malfunctioned. However, an unexpected vitros analyzer issue cannot be completely ruled out as a contributing factor, as no within-run precision testing was completed prior to calibration event.

Event description:
Lower than expected vitros na+ results were obtained from a non-vitros biorad level 2 quality control sample (lot 38100) when processed on a vitros 5600 integrated system. The following result breached vitros na+ potential health and safety criteria: biorad qc l2 vitros na+ results of 123.3 and 123.8 mmol/l versus an expected result of 159.10 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no reports that unexpected patient sample results were reported outside the laboratory and there was no allegation of patient harm due to this event. This report is number one of two 3500 a forms filed for this event, as two devices were affected. (B)(4).